Manufacturer narrative:
This event occurred in (B)(6). The customer had noticed a squeaky rubbing sound that became louder than normal on the instrument. The customer also noted that the temperature error was displayed when the instrument was used continuously. The meter and reagent disks were requested for investigation. The customer purchased a new b101 instrument and declined to send any product back. No further investigation is requested by the customer. The customer did not return any product, therefore, the investigation could not be completed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient tested for hba1c on a cobas b 101 instrument. The specific date of event is not known. The result from the b101 instrument was 5.4%. The result from an outsourced laboratory was 6.8%. There was no allegation that an adverse event occurred. The b 101 instrument serial number was (B)(4).